Event description:
It was reported after the trial implant procedure, the pt tried to cut through the gauze on her back with scissors, and accidentally cut through one of the trial leads. The neurosurgeon removed the rest of the lead on (B)(6) 2011. No further complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.